Event description:
It was reported that the IV commenced at the left hand for pamidronate infusion to infuse over 2 hours. An alaris pump module was utilized. The infusion continued for 2 hours and was checked intermittently that the volume on the pump counter was decreasing in value. At the two hour mark, the pump module alarmed that the infusion was complete. The IV bag was checked and 250 ml still remained and it was discovered that the saline lock line was still locked. The line was unlocked and the infusion commenced. The infusion continued and alarmed after 2 hours. There was approximately 40 ml remained in the IV bag. The final amount was infused and the line was flushed. There was patient involvement but no harm.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information : device available for eval, returned to manufacturer on, device return to manuf ., device eval by manufacturer, reason code for no evaluation - if other specify, imdrf annex a, b, c, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the IV commenced at the left hand for pamidronate infusion to infuse over 2 hours. An alaris pump module was utilized. The infusion continued for 2 hours and was checked intermittently that the volume on the pump counter was decreasing in value. At the two hour mark, the pump module alarmed that the infusion was complete. The IV bag was checked and 250 ml still remained and it was discovered that the saline lock line was still locked. The line was unlocked and the infusion commenced. The infusion continued and alarmed after 2 hours. There was approximately 40 ml remained in the IV bag. The final amount was infused and the line was flushed. There was patient involvement but no harm.